Manufacturer narrative:
Despite multiple requests, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead may have dislodged and was exhibiting high pacing thresholds. No intervention was performed and the ra lead remains in service. No adverse patient effects were reported.